Event description:
The user facility reported that the angio-seal device was successfully deployed post-procedure. The patient was then sent to recovery. After 1 hour in recovery, the puncture site where the angio-seal had been deployed began profusely bleeding requiring manual pressure and quick clot bandage. Additional information was received on 11 oct 2022: the procedure being performed prior to the use of the angio-seal device was a left heart catheterization using a 6fr procedural sheath. A pre-deployment angiogram was performed. The patient does not have a history of a bleeding disorder and was on daily blood thinner plavix. Puncture site was not considered a high stick, above the inguinal ligament or the inferior epigastric artery. No testing performed to diagnose the bleeding. The total estimated blood loss is unknown per the nurse. Aside from manual compression and quick clot bandage, there was no other medical or surgical intervention performed to treat the bleeding.

Manufacturer narrative:
Date of event - requested, not provided. Lot number: requested, unknown. Expiration date: unknown due to unknown lot number. UDI: unknown due to unknown lot number. Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacture date: unknown due to unknown lot number. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The DHR review could not be reviewed as a valid lot/serial number was unavailable. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode & effect analysis (fmea).